Event description:
#Medwatcher #followup1 #fdamw5041213 (B)(4). I now have went thru allergy testing and allergic to nickel. I also have a extremely low vitamin d level. I have tested very low for pneumococcal titers which means an auto immunity.

Event description:
(B)(4). Heavy bleeding, nickel allergy (never tested for when device was inserted), hip and knee pain, depression, anxiety, uti, bacterial vaginosis, back and neck pain, periods more than once a month, hair loss, memory loss, abdominal pain, painful sex, hives, high blood pressure, thyroid changes, mood swings, etc.